Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the battery was not charging on the v60. The customer confirmed the power supply was functioning as expected. The rse then had the customer check the battery terminal and it was discovered that one of the terminals had their power harness cable was pushed in. The customer pulled out the cable and reconnected the battery. The battery began to charge properly. The rse then advised to replace the power harness cable. Per good faith effort (gfe) response, it was determined that the issue was related to the pin being pushed in. The customer pulled the pin out and confirmed the issue had been resolved. The customer pulled the pin out to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not charging. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the battery was not charging on the v60. The customer confirmed the power supply was functioning as expected. The rse then had the customer check the battery terminal and it was discovered that one of the terminals had their power harness cable was pushed in. The customer pulled out the cable and reconnected the battery. The battery began to charge properly. The rse then advised to replace the power harness cable. The investigation is ongoing.